Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device disposition is unknown.

Event description:
It was reported: "patient was experiencing pain and the poly was damaged, so the surgeon decided to replace the poly."